Manufacturer narrative:
The device was received for evaluation. Visual inspection and functional testing performed included leak testing, clear passage test and clamp function test. During inspection, a loose cap to patient line connector was noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause was determined to be manufacturing related. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sterility cap was off of the transfer set while the transfer set was still in the over pouch prior to use. There was no patient involvement. No additional information is available.